Event description:
It was reported that the peep (positive end expiratory pressure) measurements were fluctuating. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that a ventilator had issues with peep values not matching the value it was set to and varied over time. The issue was confirmed on site by service technician. The expiratory valve coil and expiratory channel printed circuit board (pcb) were replaced and returned for investigation. The device passed all functional tests. Device logs were partly provided for investigation. Evaluation of the received device logs can confirm peep alarms, starting at 08/03/2021. The event could not be reproduced using the replaced part in a reference unit. The device logs and service report indicate that the desired peep value is not reached. Actions when these alarms occur are to check the patient and the patient breathing circuit for blockages and leakage, but also to check ventilator settings and alarm limits. High pressure may lead to injury and stop of ventilation. Leakage may lead to insufficient, or stop of ventilation. Alarms will be generated when set alarm limits are exceeded. The conclusion in this matter is that the reported problem was confirmed in received device logs, but the issue could not be reproduced with returned goods. As the issue was not reproduced, the root cause could be determined.